Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high number of the sensing integrity counter (sic) episodes was observed on the right ventricular (rv) lead. Rv lead replacement is planned. No patient complications have been reported as a result of this event.